Event description:
The event is reported as: the customer alleges that the doctor found that there was an obstruction inside of the main endotracheal tube when he was trying to insert a suction catheter through the tube just before the end of the surgery. No pt injury reported.

Manufacturer narrative:
Evaluation: a visual inspection (from photo) was conducted. An obstruction was observed inside the tube. No other defects were observed. A dimensional and functional inspection of the product involved in the compliant could not be conducted since the product was not returned at the time of this report. A device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. Fmea (product/process) assessment conducted and no changes were required. Although, from the picture an obstruction was observed inside the tube, the complaint can no be confirmed and a conclusive root cause can not be determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.